Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a half day infusor ruptured. This occurred before connecting to the patient. The device was filled with desferal. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 10, 2015 to june 11, 2015. The device was received for evaluation. Visual inspection verified the reported condition of a ruptured reservoir. A microscopic inspection did not reveal markings near the rupture line of the reservoir. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.